Event description:
It was reported that the patient presented remotely via merlin.net. The transmission showed the device was in backup vvi. Second transmission showed normal device programming. No intervention was performed. The patient was stable throughout.